Event description:
It was reported that during a da vinci-assisted neck anastomosis esophagectomy transcervical surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the universal surgical manipulator (usm) 1 moved non-intuitively. The surgeon felt resistance, and the entire usm 1 moved to the left. The customer confirmed that there was no obstacle. The tse confirm no error in the error logs. The tse explained that the usm 1 rotation could be at a limit. The tse advised the customer to check the arm rotation. In the second phone call, the isi clinical sales representative (csr) reported that the issue also occurred on usm 2 when usm 2 was assigned to the left master tool manipulator (mtm). The customer checked drape and rotation limit, but the issue persisted. The tse advised the customer to power cycle the system. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering the system. The system powered on without errors. The procedure could be completed robotically with all four usms. No usm or mtm was disabled during the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion of the universal surgical manipulator (usm), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the backward movement had resistance. The fse replaced the left master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint. Failure analysis was unable to reproduce the issue but could confirm the issue occurred via logs. Visual inspection was performed and the mtm2 was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via diagnostic test engineering (dte) software passed. No repairs are required to address the reported problem. The complaint regarding the reported complaint was not confirmed by failure analysis. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure date was conducted by isi tse. Investigation revealed no errors that may have been related to the system issue. A review of the procedure log confirm system sk0906 was used on (B)(6) 2022 for a neck anastomosis esophagectomy transcervical procedure. The probable root cause cannot be determined based on the information provided and failure analysis (fa) results. No product issue was identified by fa. The reported event was not confirmed as fa found no issues related to the customer reported event. This complaint is considered a reportable event due to the following conclusion: the left master tool manipulator (mtm) was replaced after the completion of the procedure due to the universal surgical manipulator (usm) having non-intuitive motion/resistance. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.